Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified readings obtained on their adc reader that were perceived to be erroneous and experienced "very down" and was unable to self-treat. It is unknown whether the customer noted a trend arrow on the device. The customer presented at the hospital and after an unspecified laboratory glucose test was obtained the customer received unspecified treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Control solution test has been performed and all results were within specification range. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified readings obtained on their adc reader that were perceived to be erroneous and experienced "very down" and was unable to self-treat. It is unknown whether the customer noted a trend arrow on the device. The customer presented at the hospital and after an unspecified laboratory glucose test was obtained the customer received unspecified treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.